Event description:
It was reported the patient initially felt their stimulation well and received effective therapy. However after an x-ray, the patient switched on their implantable neurostimulator (ins) and ¿didn¿t feel the paresthesia¿ and had ¿no stimulation.¿ impedance testing was later performed at the patient¿s clinic and found high impedances of ¿>4000¿ ohms. It was noted that ¿only two couples were ok,¿ however specific values were unavailable at the time of report. The patient was reprogrammed as a result of the event, but the patient remained ¿unable to feel the paresthesia.¿ the patient was to undergo an x-ray at a future date in the hopes of further troubleshooting the situation. It was noted the patient¿s lead was implanted and ¿out of service¿ at the time of report. Additional information has been requested; a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, product type: lead. (B)(4).